Event description:
Since noise was reportedly detected in the ventricular channel, a re-intervention has been scheduled for this patient, so as to extract the rv defibrillation lead (sorin isoline sn (B)(4)).

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.